Manufacturer narrative:
(B)(4). The sigma spectrum infusion pump does not have the capability to detect infiltration events, and is communicated in the sigma spectrum operators manual as "the pump was not designed nor is intended to detect infiltrations or extravasations." Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. Downstream occlusion tests were performed per the preventive maintenance procedure with the unit passing. The unit also passed additional downstream occlusion tests. During the eval, additional flow rate tests were performed, and flow rate inaccuracies of 6% were observed. A flow rate accuracy calibration was performed, however this is unlikely related to the infiltration event. The available info does not reasonably suggest that a reportable device malfunction occurred and this event is being submitted due to the pt injury resulting from the reported infiltration.

Event description:
It was reported that an infiltration occurred while a pump was delivering medication to a pediatric pt. The pump was programmed to deliver 950 ml at a rate of 60ml/hr (medication unk). The customer stated that the pump alarmed for a downstream occlusion and "swelling in the upper extremity" was observed. As a result, the pt was treated with warm compresses. It was also reported that during the biomed's testing of the pump, the pump alarmed a downstream occlusion at 21 psi while on the medical pressure setting.